Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured after being inflated several times. The device was removed without any problem and the procedure was completed using the same device. There were no patient injury reported.

Manufacturer narrative:
E1: initial reporter city (B)(6). Device evaluated by MFR: a mustang 6 x4,75cm,24atm,batch #25396863 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 4mm proximal of the proximal markerband to 11mm proximal of the distal markerband.an examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured after being inflated several times. The device was removed without any problem and the procedure was completed using the same device. There was no patient injury reported.